Event description:
It was reported that during coronary artery bypass procedure, there was an epicardial injury. There was no additional information regarding how the injury occurred, how the procedure was completed, or if there was any pt effect. Several attempts were made to obtain further information without success.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.